Manufacturer narrative:
Result - rod and cap side hydraulic hose fittings.

Event description:
It was reported by service report that the rod and cap side hose fittings are leaking. No pt involvement or adverse consequences are reported.